Event description:
It was reported that when using the bd pyxis¿ medstation¿ es keyboard keys were not worked. The customer stated that this malfunction occurred while dispensing the medication and the user managed to get the medication from another station or pharmacy which caused a delay to the patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 27-jul-2015 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that keyboard was not working. A field service engineer (fse) found multiple non-functional keys on the medstation keyboard. The keyboard was replaced, and test was run in the hardware test application, passing successfully. Proactive maintenance was performed, including testing all drawers and slides, inspecting connections in the electronics drawer, and cleaning dust under the top cover. The system functioned as intended after the field service engineer repaired the device.